Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to gross trunnion wear. A size 3 accolade tmzf stem, 32 +8 head, and 32 liner were revised to a size 4 accolade ii stem, biolox ceramic head, and 36 liner. Rep may be able to provide a photo, and reported that x-rays, medical records, and further information are not available.